Event description:
It was reported that during an unknown procedure, the instrument had a jaw broken that fell inside the patient, and has been immediately recuperated. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned in good physical condition in its sterile package, with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Date sent: 4-2-2012. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process.